Manufacturer narrative:
No information was provided. Initial reporter's occupation was not provided. The sample has not been received at 3m (B)(4) (u.s.) For evaluation. Based on the information provided, there appeared to be a leak in the bubble trap, however this cannot be verified without the sample. Without the sample, the exact location of the leak is unable to be determined. It is not possible to establish definitive root cause of alleged defect.

Event description:
A hospital in (B)(6) alleged a 3m¿ ranger¿ high flow fluid warming set (model 24355) had air intake in the circuit of the bubble trap while the device was being purged during installation. No further details regarding device usage were provided. No injury was alleged.